Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapies for a potential supra ventricular tachycardia (svt) episode, which was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.